Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The unit was found to function within manufacturer's specifications. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, at the end of a case, the unit had a system failure. There was no reported patient injury.